Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. There were no indications of an issue that would potentially lead to a future performance issue. A complaint history review found similar reports, this issue will continue to be monitored. We were able to confirm if there was a relationship established between the reported event and the device. Visual and functional evaluation found that the pin driver failed to turn/rotate the bone pin because the inner driver is no longer attached to the pin driver. The malfunction was caused by mechanical component failure. A corrective action has been opened regarding this issue.

Event description:
It was reported that during a procedure, the navio bone screw driver would no longer capture the pins and would not spin. It was swapped for its backup to continue the procedure with a delay of less than 30 minutes. No other complications were reported.